Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri). The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. The device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device to be in backup vvi mode. The root cause of the reset is undetermined.